Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The patient stated they were watching television and passed out. The patient's roommate found the patient seizing around 4:00pm and called the paramedics. Around 10 minutes later, the paramedics arrived and administered the patient with intravenous (IV) therapy of glucose and gave him a peanut butter and jelly sandwich. After treatment, the patient recovered and did not have to go to the hospital. Additionally, the patient stated that they possibly missed an alert for a low as they do not know if their blood glucose value dropped below the low alert threshold prior to passing out. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.